Event description:
It was reported that patient was hospitalized due to wound bleeding.

Manufacturer narrative:
The associated journey ii bcs femoral oxinium, journey ii bcs articular insert, journey tibial baseplate and journey bcs resurfacing patella were not returned for evaluation. A clinical analysis noted that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. As batch numbers were not made available, device history record review cannot be completed at this time. Complaint history review could not be performed with any accuracy due to lack of the lot number. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be re-opened.

Event description:
It was reported that patient was hospitalized due to blood pressure dropped.